Manufacturer narrative:
It was reported that a patient underwent an atrial flutter right (r-afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and there was resistance on the vizigo¿ sheath upon insertion. The sheath was removed, and a second insertion was attempted at a new puncture site. There was resistance on the second insertion and upon removal, it was noted that the tip of the vizigo¿ sheath was bent. The sheath was replaced, and the procedure continued. No adverse patient consequence was reported. Additional information was received on 30-apr-2024. It was reported that no wires were exposed. There were no lifted or sharp rings. The physician noted unusual scar tissue at the access site as he felt resistance advancing the vizigo¿. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection of the returned device was performed following bwi procedures. Visual analysis revealed that the soft tip was observed deformed. A microscopic examination was performed to review the tip in detail and the tip was observed bent and bumped. A device history review was performed for the finished device 60000356 number, and no internal actions related to the complaint were found during the review. The broken tip issue reported by the customer was confirmed, since the soft tip was observed damaged. The potential cause of damage could be related to potential skin incision size relative to sheath, however, this cannot be conclusively determined. The instructions for use (IFU) contain the following precaution: during insertion, use caution not to create excessive bends that may lead to crimps in this device. Always observe acceptable hemodynamics prior to advancing the dilator or any other component. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter right (r-afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and there was resistance on the vizigo¿ sheath upon insertion. The sheath was removed, and a second insertion was attempted at a new puncture site. There was resistance on the second insertion and upon removal, it was noted that the tip of the vizigo¿ sheath was bent. The sheath was replaced, and the procedure continued. No adverse patient consequence was reported. Additional information was received on 30-apr-2024. It was reported that no wires were exposed. There were no lifted or sharp rings. The physician noted unusual scar tissue at the access site as he felt resistance advancing the vizigo¿.